Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that during a pump replacement the catheter was discovered to be cracked/fractured. The catheter was replaced as well. Patient¿s pump delivered dilaudid. It was not known when the catheter fracture had occurred. No patient symptoms related to this event were reported.